Manufacturer narrative:
(B)(4). Results: burnt and cracked blade. Evaluation summary: the analysis results found that when attempting to activate the device on a gen04 gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade.

Event description:
It was reported by the customer that during a liver resection transplant the device quit working, instrument error given. They used a second like device to complete the case with no patient consequence reported. Device returning for analysis.